Event description:
It was reported the device had bad lcd. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The DHR is attached. All tests passed at time of original manufacturing. Received device in good condition removed front cover and investigated further found lcd display was missing pixels. Customer reason for return was confirmed due to faulty circuit board the root cause was not able to be determined. Actions taken to mitigate issue: repaired device and returned to service.